Manufacturer narrative:
According to available information, this device remains implanted and in service. When the device has been removed and returned, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed elective replacement indicators (eri). Reportedly, the patient with this device heard beeping tones two weeks after a device follow up and further follow up had been scheduled in two months. There was concern that the device had reached eri more rapidly than expected due to extended charge times. A replacement procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, there has been no return of product and attempts to obtain additional information were unsuccessful. As this device was not returned, boston scientific cannot confirm nor deny this reported clinical allegation. Should this device be returned, analysis will be performed and this event will be updated.